Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the photos, a lubricant (silicone) was observed on the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Silicone is used as a lubricant in syringes for easy withdrawal of the plunger. The routine silicone content records were reviewed and the results were within the product specification. As no sample was returned for further analysis, a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the barrel of the syringe 1ml ls tuberculin appeared to be damaged, and a viscous foreign liquid was found inside. The following information was provided by the initial reporter: "additionally a viscous substance was also found in a syringe of the same batch number."